Event description:
Complainant alleged that while attempting to treat a patient, the device was unable to detect the attached pads. The user tried to remedy the problem by adjusting the connector on the unit; however, the device was unable to detect the attached pads. Complainant indicated that the clinician obtained another set of pads to continue treating the patient; however, the device was unable to detect the attached pads. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.